Event description:
It was reported that clinician asked why there would be remaining volume in an IV bag at the end of an infusion. This was a generic inquiry with no events mentioned. The on-site manufacturer representative provided education on the importance of height of device and placing the IV bag appropriately place 20¿ above the pump module to assist with flow accuracy. There was no information on patient involvement. Although requested customer stated that no additional information will be provided.

Manufacturer narrative:
The actual date of event is unknown. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Root cause: the root cause for the reported issue of general under infusion complaint was not determined because no products or device logs were returned.